Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. Product performance engineering reviewed the incident information; however, there was no reported device malfunction and the product was not returned. The reported patient effects of occlusion and hemorrhage are listed in the perclose proglide instructions for use as a known adverse event associated with use of suture mediated closure devices. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. Contact name updated.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.na

Event description:
It was reported that an arteriotomy closure of the heavily calcified right common femoral artery (rcfa) was attempted using a proglide device via a 6fr sheath, after a chronic total occlusion (cto) procedure. Reportedly, the proglide device was advanced and ¿squirting¿ blood out of the marker lumen. The proglide device was pulled back and the blood flow did not stop. Pulse was checked and there was no pulse. The proglide device was not deployed and was removed. A sheath was placed. The left common femoral artery was accessed and stents were placed proximal in the rcfa to treat the bleeding. Manual arterial compression was applied to achieve hemostasis. There was a two hour reported clinically significant delay in the entire procedure. No additional information was provided.